Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a vertical gas breakthrough occurred during a corneal flap creation procedure. Upon follow up, reporter indicated the patient received additional photo refractive keratectomy (prk) additional treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from surgeon reported after several attempts to achieve adequate suction two of the patient interface, a flap was successfully made. A dense area was observed superiorly temporally adjacent to the hinge. A small area within the opaque bubble layer (obl) as extremely adherent, and could not be lifted. The flap was replaced and then examined at the slit lamp, and patient returned to the excimer laser treatment approximately twenty minutes later. The area of obl had resolved, and the vast majority of this area was easily separated using a cannula. However; a pinpoint spot (very small) was still very adherent, the flap was lifted using a dry weck sponge, and the adhesion was broken using a beaver blade, with no perforation observed. Lasik refractive ablation was performed (not prk), and an examination at the slit lamp was unremarkable following completion of the surgery. Surgeon believes there was a very irregular cut created by the femtosecond laser in this region, as stromal bed in this area was observed to be elevated and irregular when the flap was refloated.

Manufacturer narrative:
At the on site visit the field service engineer (fse) could not reproduce the issue. The fse completed system verification and found system was within specifications. During review of the picture on the fs200 treatment report for the right eye, a dense opaque bubble layer (obl) superiorly and close to the hinge position was observed. This obl is caused by formation of gas during the cutting procedure. The picture also showed the suction ring was not well centered to the limbus, and the canal length adjustment was too short, therefore, the gas build up could not escape through the canal. The created obl leaves a cut with larger tissue bridges that could result in a less than regular bed surface, and could describe why the flap was adhesive and difficult to lift. Obl is also known as a sight effect of femtosecond lasik. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause of the reported event is user mishandling: the suction ring was not applied well centered to the limbus and canal length adjustment was too short. The manufacturer internal reference number is: (B)(4).